Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The device is currently shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow up report will be provided after the inspection results are available.

Event description:
As reported by the user facility ((B)(6)): output of the drug by the piston. Cytotoxic spillage during preparation of an perfusion pump.